Event description:
Clavicle pin broke extending the surgical procedure by more than 15 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.